Manufacturer narrative:
Concomitant: product ID 3093-33, lot# va076ex, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported following a revision procedure the patient had a power on reset (por) screen on her programmer. The patient had an appointment for it to get cleared.